Event description:
It was reported that the customer had keypad anomalies and sticky buttons on his or her insulin pump. The customer's blood glucose was 7.6mmol/l at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.